Event description:
Complainant alleged that during biomed testing, the device's pacer knob was broken and the device was unable to adjust pacer output. Complainant indicated that there was no patient involvement in the reported malfunciton.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.